Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure which will not open. The customer reported they were able to get medication, but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to replace the insep latch and reseat the main bus cable. A field service engineer troubleshooted and found full height drawer number four would not open. Inspected and found defective insep and also found draw number six not detected on bus so, it was replaced with a latch and reseated the cable. No further issues were reported. The system functioned as intended.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure which will not open. The customer reported they were able to get medication, but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 4 would not open. A field service engineer inspected the unit and identified a defective inseparable, which was subsequently replaced. Matrix drawer 6 was not detected on the bus, so the main bus cable was reseated. The customer tested the station and confirmed satisfactory performance. A visual inspection of the machine was also performed to ensure functionality. The system functioned as intended after the field service engineer repaired the device.